Event description:
It was reported that the device was explanted and replaced due to premature eri.

Manufacturer narrative:
The anomaly observed in the field was confirmed in the laboratory. During analysis, no high current was detected, the power and current consumption of the device was measured and found to be normal. Based on device settings, the device was below the expected longevity. The cause of the premature battery depletion was undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.